Manufacturer narrative:
The distributor reported the tensioner remains implanted; therefore it will not be returned for an evaluation and the complaint will be considered non-verifiable. The product identity was not confirmed as a result of the part not being returned. The most likely underlying cause of the complaint could not be determined as the product was not returned and no functional tests could be performed. The instructions for use for this product contains instructions for proper usage of the system in the sections titled directions for use of a single sternalock® 360 device. The device history records of this product's reported lot was reviewed and no non-conformance was found. There are no indications of manufacturing defects. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported that the band of the sternalock 360 deployed between steps one and two while the surgeon was attempting to approximate the sternum. The tensioner came loose from the plate/ band while pulling to reduce the sternum and was reassembled in order to complete the procedure.